Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4149554 d4. Unique identifier (UDI) #: (B)(4) d4. Medical device expiration date: 30-sep-2025 h4. Device manufacture date: 28-may-2024 investigation summary: material #: 368496 lot/batch #: 3226429 and 4149554 bd received four samples from lot 3226429 and seven samples from lot 4149554 for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pullout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes the stopper closure is loose on an unspecified number of tubes. There were no health consequences or impacts reported.